Manufacturer narrative:
Reported event was confirmed by review of complaint history, as this lot is included in a recall. Device was not returned for review. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded the root cause to be a manufacturing error (incorrect material issued). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the harvest tube was labeled incorrectly and was not the right size to fit into the 8mm handle. No adverse event has been reported related to this malfunction, and no further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). There is a quantity of eight (8) with the same part and lot identification.

Event description:
The harvest tube was labeled incorrectly and was not the right size to fit into the 8mm handle.